Event description:
Three patients with discrepant total protein, bicarbonate or alkaline phosphatase results. Pt 1, tested in '08, initial total protein result 4.8 g/dl, repeat tested at approx one week later, gave 6.7 g/dl. The initial total protein result for pt 1 only was reported, the pt was not adversely affected. The field service representative was unable to determine root cause but noted he replaced the lamp, cuvettes, cut ray filter and sample probe. Performance tests were performed.

Event description:
Three patients with discrepant total protein, bicarbonate or alkaline phosphatase results. Pt 2, tested in '08, initial bicarbonate result 0 mmol/l, repeat 26 mmol/l. The initial total protein result for pt 1 only was reported. The pt was not adversely affected. The field service representative was unable to determine root cause but noted he replaced the lamp, cuvettes, cut ray filter and sample probe. Performance tests were performed.

Event description:
Three patients with discrepant total protein, bicarbonate or alkaline phosphatase results. Pt 3, tested in 2008, initial alkaline phosphatase result -1 u/l, repeat 91 u/I; initial total protein result 0.1 g/dl, repeat 7.2 g/dl. The initial total protein result for pt 1 only was reported, the pt was not adversely affected. The field service representative was unable to determine root cause but noted he replaced the lamp, cuvettes, cut ray filter and sample probe. Performance tests were performed.